Event description:
It was reported, the patient experienced muscle spasms with stimulation through his peripheral lead (off label). A sjm representative tried reprogramming to no avail as only left side stimulation is achieved. X-rays revealed the scs lead (peripheral) has migrated superficially. As a result, surgical intervention will be taken at a later date to address the issue. The patient received two scs leads from the same lot number. One lead is for peripheral (off-label) and other is for cervical stimulation.

Event description:
Further follow up identified the lead was explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.